Manufacturer narrative:
The insulin pump passed functional testing performed, but was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Excessive no delivery test and occlusion test could not be performed, due to motor error alarms. The device was also received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, a cracked belt clip slot, scratched reservoir tube window and a broken reservoir tube lip.

Event description:
It was reported via phone call that the customer received a motor error on the insulin pump and could no longer exit the prime rewind sequence. The customer's blood glucose level was 222 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.